Event description:
Report 2 of 2 received of a no flow of tpn. The homecare pt receives tpn over 16 hr via a dual lumen broviac catheter. The tpn was prepared at the pharmacy and the tubing was primed by the pharmacist. Reporteldy, the tpn was initiated in the evening by the pt's family member. The family member reportedly powered on the pump, started the infusion and observed that the solution did not flow through the tubing, prior to connecting to the pt. The tpn solution and tubing were then replaced and the tpn solution was started. There were no reported adverse pt effects. Though requested, no add'l info was provided.